Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call the insulin pump was not giving insulin to her body. Customer's blood glucose was 425 mg/dl at the time of the incident. Customer treated with a shot. Customer ran a manual prime and the insulin did exit the tubing. Customer stated that the settings and programming were correct. Customer had several no delivery alarms in the alarm history. It was found that programmed boluses are showing as being delivered. Customer performed the high pressure test and the test passed. Customer was advised that the pump was working as designed. Customer removed the set from her body and the needle was not bent. Customer was advised to do a complete set change. Customer stated that she did not want to throw away the other insulin, so she mixed the old and new insulin in the same reservoir. Customer was explained that it might cause issues and to change out everything to new.